Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. The customer allowed ccc specialist a remote connection to the system. The ccc specialist performed integrated multi-sensor technology (imt) mix testing and found that the imt mixer was imprecise. A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned and rebuilt the imt. The cse auto aligned the imt and performed flush and vacuum check. The cse performed a total service call. The cse ran a quick check and qc, which passed. The cause of falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.